Event description:
Info received indicates the pump did not alarm when the food was complete and the accuracy was incorrect.

Manufacturer narrative:
All alarms performed according to specs. Several tests were run with water and several different disposable sets. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated.